Event description:
Customer's daughter reported that on (B)(6) 2011 customer noticed a low battery icon on the display of her adc blood glucose meter. Caller further reported that due to this, she could not test and subsequently "bottomed out." Caller noted the customer experienced a loss of consciousness and "diabetic coma." Paramedics were called and treated customer on the scene with a glucose injection. Customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia and treated with unspecified intravenous infusions. Customer self-treated with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.